Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the catheter/stent delivery system (sds) of the cypher select + 2.25 x 28 mm stent broke in the middle when the physician introduced/loaded the sds onto the guidewire. The manufacturer of the guidewire was not provided. There was no reported patient injury. Attempts to retrieve detailed product issue information were made but additional information was not available. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product was not returned for evaluation; therefore, no extensive analysis could be performed. With the limited information available and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Cc updated with fal report. The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the catheter/stent delivery system (sds) of the cypher select + 2.25 x 28 mm stent broke in the middle when the physician introduced/loaded the sds onto the guidewire. The manufacturer of the guidewire was not provided. There was no reported patient injury. Attempts to retrieve detailed product issue information were made but additional information was not available. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The product was returned for inspection. One non-sterile cypher select + 2.75 mm x 23 mm was received coiled inside a plastic bag. The separated section seems to be bent prior to the separation. The separation was at 6.5 cm from the proximal end; stent was found mounted between the marker bands. Kinks were observed at 64.5 and 78.5 from proximal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was not inflated. Stent did not show any damage. During the microscopic analysis it was found that the separated section seems to be bent prior to the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "sds separated" was confirmed. The exact cause for the confirmed balloon burst could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility. Based on the limited information available, it is not possible to draw a clinical conclusion between the device and the event. There are likely vessel characteristics and procedural factors that may have contributed to the kinks/bents and subsequent separation.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the catheter/stent delivery system (sds) of the cypher select plus 2.25 x 28 mm stent broke in the middle when the physician introduced/loaded the sds onto the guidewire. There was no reported patient injury. No additional information is available.